Manufacturer narrative:
Investigation result received from external service center "emsar: (B)(4). Evaluation completed by bob cox evaluation the port is damaged on main board internally. The measuring cable has damage to connection. Aa other parts check ok. Corrective action you will need to replace the measuring cable and pcb. Vr81113000900 1 ea v841119000506 1 ea dr. (B)(6) called to deny the repair and to have the unit returned. Root cause description: defective component/part --> measuring cable defect. Root cause description: damaged connector (wear or shock). All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Event description:
In this event it is reported that promark apex locator gave incorrect measurements. No injury occurred.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.